Event description:
It was reported to philips that the device was in need of service and repairs. No specific allegations were reported by the customer. There was no reported patient involvement/adverse patient impact.